Event description:
The pt's relative performed a blood glucose test using the suspect device. The result was 115mg/dl. Pt was not feeling well so they went to the hosp. Pt's blood glucose in the hosp was 45 mg/dl on a different meter. Pt was treated with an IV and given food.